Manufacturer narrative:
Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.

Event description:
During a post-implant f/u x-rays were taken and a broken screw at l2 was noted. Pt was returned to the operating room and both pieces of the screw were removed. The screw on the left was also removed and replaced due to an incorrect entry on the medical record. Surgeon also performed a tlif at l2 - l3. During the procedure, it was noted that the pt had an infection. Pt is reportedly doing well.